Event description:
It was reported that on (B)(6) 2014, the patient presented with chest pain and suspected old asmi (anteroseptal myocardial infarction). Two drug eluting coronary devices (3.0 x 28 mm and 3.5 x 28 mm) were implanted in the right coronary artery (rca) and the obtuse marginal (om). A 3.5 x 12 mm xience prime stent was implanted in left main coronary artery. Post procedure, the patient was doing well. On (B)(6) 2014, the patient presented in (B)(6) hospital with severe chest pain and before any diagnostic procedures could be done, the patient died. An autopsy was not performed. The reported cause of death was suspected to be an acute myocardial infarction. It was not confirmed if the patient had been compliant with their dual antiplatelet therapy (dapt). There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina, myocardial infarction and death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.